Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an nc quantum apex balloon catheter with a nc quantum apex shelf box and pouch. The device was returned in two pieces. The catheter was inspected tactilely and under magnification. There was blood in the guidewire lumen and the balloon was tightly wrapped. The hypotube was broken 68cm from the strain relief; the fracture faces were oval shaped, as if kinked prior to separation. The hypotube was also kinked 52cm from the strain relief. There was no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in proximal circumflex artery. A non-bsc guide wire was advanced to the lesion. A 15mm x 2.50mm nc quantum apex balloon catheter was selected; however, it was noted that the shaft broke in half. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that shaft break occurred. The target lesion was located in proximal circumflex artery. A non-bsc guide wire was advanced to the lesion. A 15mm x 2.50mm nc quantum apex¿ balloon catheter was selected; however, it was noted that the shaft broke in half. No patient complications were reported and the patient's status is fine.